Event description:
The pt's feeding tube became dislodged from the pt's stomach into the pt's peritoneal cavity resulting in peritonitis. Pt expired in 6/14/96. It should be noted that the reporter was unable to determine whether the subject device or a competitor's device was actually involved in this event, and thus cited both devices. One pt involveld.